Manufacturer narrative:
Follow-up #1: date of submission 01/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/11/2016 with the following findings: the audio bolus button (abb) cover was found to be detached and missing; however, the abb was still found to be responsive during testing. The reported under-responsive abb was not duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper traveling toward the case seal.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the audio bolus button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.